Event description:
It was reported that guide wire fracture and tip detachment occurred. The target lesion was located in the calcified right coronary artery with difficult tortuosity. The 182cm choice guide wire was advanced. During the procedure, the guide wire fractured as it might have been caught behind an old stent strut. The wire tip was left in the artery. Additional stents could not be delivered due to the patient's anatomy. The procedure was aborted and the patient went to surgery for full revascularization. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture and tip detachment occurred. The target lesion was located in the calcified right coronary artery with difficult tortuosity. The 182cm choice guide wire was advanced. During the procedure, the guide wire fractured as it might have been caught behind an old stent strut. The wire tip was left in the artery. Additional stents could not be delivered due to the patient's anatomy. The procedure was aborted and the patient went to surgery for full revascularization. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: after visual inspection before decontamination process, device presents kinked and bent along the body. All the outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture and tip detachment occurred. The target lesion was located in the calcified right coronary artery with difficult tortuosity. The 182cm choice guide wire was advanced. During the procedure, the guide wire fractured as it might have been caught behind an old stent strut. The wire tip was left in the artery. Additional stents could not be delivered due to the patient's anatomy. The procedure was aborted and the patient went to surgery for full revascularization. No additional patient complications were reported.